Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: xtr, um3, sion blue, guide catheter: hyperion 7f spb. (B)(4). The device was not returned for evaluation. It should be noted coronary dilatation catheters traveler rx instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 100% stenosed, moderately tortuous, and heavily calcified lesion in the proximal circumflex artery. Prior to use, the 1.20 x 06 mm traveler balloon dilatation catheter (bdc) was prepped inside of the anatomy. Resistance was met with the lesion during advancement of the bdc. The 1.20 x 06 mm traveler bdc was inflated once at 5 atmospheres; however, the balloon ruptured. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.